Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
An optometrist reported patient with "slightly elevated light sensitivity" at one month photorefractive keratectomy (prk) visit. Additional information from reporter indicated patient's topical steroid dosage was increased. Additional information has been required. This report references the right eye. An additional report will be filed for the left eye.